Manufacturer narrative:
Follow-up 1: device evaluation: updated fields: b4, b5, g3, d9, g6, h2, h3, h6. According to the complaint description, the lcd could not be calibrated during the service software test 21: "touchscreen calibration". Calibration of the touchscreen on the hamilton g5 ventilator ensures that the touch input is accurately interpreted by the device. The respective test is done with no patient connected. It is a diagnostic check to confirm that the touch input is functioning as expected. Therefore, a failed calibration during test 21 "touchscreen calibration" should not be viewed as a malfunction or a critical failure, but as part of the pre-emptive safety and maintenance measure. As long as the underlying issue is addressed properly, the ventilator can be safely used on patients. Therefore, it is not considered a reportable event. The root cause of the issue was identified as a defective lcd display. Consequently, the component was replaced. Following the replacement, the device operated as expected and was returned to service.

Event description:
Hamilton medical ag received the following description: the lcd screen could not be calibrated during the service software test 21: "touchscreen calibration". No patient involvement.

Event description:
Hamilton medical ag received the following event description: lcd screen could not be calibrate.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.